Manufacturer narrative:
Correction: after further review, this complaint was found to be not reportable. Bubbles would not contribute to the issue being reported, (a large number of false positives within a short period of time), and bubbles should not have an effect on performance. False positives are captured under MFR# 1119779-2022-00150. This complaint will be cancelled.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials produced 37 false positives in drawer a, and 27 false positives in drawer d an hour after being turned off for 10 minutes. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "false positives an hour after turning back on after rack reseated in bottom stack all were anaerobic media type 37 false positives in drawer a instrument t10044 27 false positives in drawer d instrument fb8823" "instruments checked out normal problems found but have discovered the anaerobic media type has possibly been the culprit triggered by drop in temp while instrument off for 10 minutes"

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials produced 37 false positives in drawer a, and 27 false positives in drawer d an hour after being turned off for 10 minutes. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "false positives an hour after turning back on after rack reseated in bottom stack all were anaerobic media type. 37 false positives in drawer a instrument t10044. 27 false positives in drawer d instrument fb8823". "Instruments checked out normal problems found but have discovered the anaerobic media type has possibly been the culprit triggered by drop in temp while instrument off for 10 minutes".

Manufacturer narrative:
The reported lot# 1270320 was not found for the reported catalog# 442265. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.